Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The j-tube was placed on (B)(6) 2010. According to the complainant, on (B)(6) 2010, the patient presented with pain and a phytobezoar on the distal loop of the j-tube. The phytobezoar was removed by means of an esophagogastroduodenoscopy. The procedure was completed with a new two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - j-tube exchange. (B)(4) - the reported event of phytobezoar on distal loop of j-tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.